Manufacturer narrative:
As the lot number for the device was provided, a review of the device history record is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. (Expiry date: 01/2023).

Event description:
It was reported that during a biopsy, the device allegedly self-activated after rotating the grip twice. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one monopty disposable core biopsy instrument was returned for evaluation. During an visual inspection the sample was clean. The stylet and cannula were in their initial positions, as the arrow could not be seen in the ready window. There were no visual anomalies noted on the device. Upon functional testing the sample was tested by twisting the rotational knob once and the cannula retracted and locked into place with resistance. The rotational knob was turned once more and the stylet self activated. The device was disassembled and the internal parts were inspected, no damage was noted to outer housing. Based on the findings, the investigation is confirmed for the reported self activation issue, as the stylet was activated without pressing fire button. A definitive root cause could not be determined based upon the provided information. Labeling review: the review of the instructions for use, indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate. H10: d4 (expiry date: 01/2023). H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : see h10.

Event description:
It was reported that during a biopsy, the device allegedly self-activated after rotating the grip twice. There was no reported patient injury.